Event description:
It was reported that during a single site lap chole procedure, the fixed length retractor tore apart upon removal of the seal cap assembly and had to be retrieved from the patient's abdomen. The event happened at the end of the case. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.